Event description:
I had essure implanted on (B)(6) 2013. Three months post implantation, I had a successful dye test to confirm the product efficacy. On (B)(6) 2016 I started bleeding all the time. On (B)(6) 2017, finally made an appointment with doctor. Doctor called for a sonogram, which identified that my essure had perforated my fallopian tube and was lodged in my uterus. She said I needed an immediate hysterectomy. Dates of use: (B)(6) 2013 - (B)(6) 2017. Diagnosis or reason for use: prevent pregnancy. Is the product compounded: no. Is the product over-the-counter: no. Event abated after use stopped or dose reduced: no.